Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker and explanted and returned to boston scientific for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently, this pacemaker remains in service.